Event description:
Reportedly, the surgeon placed the instrument around distal rectum, set the pin and aligned the instrument distally to the tumor. Closed the handle, released the handle visually inspected. The tissue was transected and the instrument was released. The instrument did not fire. A permanent colostomy was performed.